Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this mitraclip was deployed central on the second segment (a2/p2) of the mitral valve in the patient with a pre-existing posterior leaflet flail and a torn posterior chord. Mitral regurgitation (mr) was reduced from 4 to 2. When the second clip was being closed on the leaflet, it is thought that the leaflet was pulled out of the first clip due to the posterior flail. The first clip remained attached to the anterior leaflet, but was no longer attached to the posterior leaflet. Mr was not measured at this point. The second clip was deployed and mr remained 2. A third clip was deployed to stabilize the first clip and mr was reduced to 1. There was no tissue damage noted and no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.